Event description:
An omnipod clinical service manager reported that a pt was hospitalized in the intensive care unit with severe diabetic ketoacidosis and blood glucose results of up to 68 mmol/l (224 mg/dl). She stated that the pt's pdm "went down" and she thought that it might be defective. She did not have further details but explained that pt was traveling and was trying to bolus with a pen, "thinking she was getting a basal". She stated that the pt dosed herself with insulin based on how she felt, rather than on the reading she got from her device. The clinical services manager said that the pt had been in the intensive care unit and was not responding well to her high blood glucose. She also stated that the pt had a pre-existing heart condition and that she had a massive heart attack "due to the stress of this event". She stated that the pt was now out of the intensive care unit and was doing better, although her mobility "has been reduced considerably". She said that she planned to f/u with the pt and visit her in the hospital."

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide advises, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops" and warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It cautions, "keep an emergency kit with you at all times to quickly respond to any diabetes emergency" and advises, "ask you healthcare provide to help you develop plans for handling emergency situations, including what to do if you cannot reach your healthcare provider."